Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4)

Event description:
Patient was revised from asr. Update rec'd 8/9/2015: litigation alleges patient injured by excessive levels of chromium and cobalt. Complaint updated on 8/11/2015

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received.pfs alleges no new information.after review of medical records for reportability, patient was revised to address complications due to internal joint prosthesis, trunionosis, local soft tissue and bone response consistent with altr. Revision operative findings stated that he had an obvious local soft tissue reaction consistent with metal stained tissue, evidence of some bone loss at the inferior, anterior and posterior walls,and corrosion at the trunion.

Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.